Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the likely cause was there was interrogation of device and no problems with the device (97810), it was user error on recharging the ins 97810 using recharging puck/dock. Patient mis-use of charging puck, re-education provided and patient supported and able to recharge successfully. Plan to communicate the resolution to the physician this week 9/4-9/6.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that probably about a month ago, they noticed their implanted device was losing its charge. The patient stated they used to charge it and it would stay charged for 2- 3 weeks and now it was barely staying charged for a week. Agent asked the patient if they'd changed their settings to a higher level that could have led to the battery draining more quickly and the patient stated that they hadn't changed any settings and that they didn't know why it was losing it's charge so quickly. Agent asked the caller if they had any falls or traumas and the caller stated no. The patient was redirected to their healthcare provider to further address the issue and to have a manufacturing representative come to an appointment to check the implanted device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had contacted their managing healthcare provider (hcp), but their appointment for (B)(6) 2024 was canceled due to their doctor being sick. A manufacturer representative (rep) contacted the patient as a result of the appointment cancellation and helped the patient figure out the problem. The issue has been resolved.